Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump powers on and off on its own. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint that the pump powers on and off on its own. There were no previous services reported. Review of event log found base not responding, travel reverse error. Visual and functional testing was performed. Verified complaint by operating/moving the plunger. Investigation found corrosion and damage to the main circuit board. Replacing the circuit board resolved the issue. Inspected clutch and leadscrew due to travel reverse error in alarm history. Clutch pack looks good, but the leadscrew is worn, and the thrust bearing is dry. Replaced leadscrew and lubricated drivetrain. Device passed all functional tests post repair.